Manufacturer narrative:
(B)(4).

Event description:
Doctor visit occurred on (B)(6) 2015 and recommended the patient try a different location for sensor insertion, such as the arms.

Manufacturer narrative:
(B)(4). The dexcom g4 platinum cgm system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Skin reaction was itching with blisters. Doctor visit occurred on (B)(6) 2016 and recommended the patient try a different location for sensor insertion, such as the arms. No medication was prescribed. At the time of contact, the patient was not experiencing any issues. No additional event or patient information was provided.